Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device was inconclusive.

Event description:
It was reported that telemetry could not be established with the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. It was also reported that the left ventricular (lv) lead threshold was high, perhaps causing the ICD to reach a battery voltage where telemetry could not be established. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.